Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with decompensation and was admitted. In the ward, the patient experienced a vascular cerebral accident and was transferred to continuous care. The perfusionists were called at some point since the pump had stopped. The primary controller was eventually exchanged which seemed to have solved the problem but additional medical personnel believed the pump event was a consequence of the patient's clinical condition of a massive clot going through the pump. The patient's situation has stabilized and no further support is required. Related MFR #: 2916596-2023-00296.

Event description:
Additional information stated that the patient was initially readmitted to the hospital due to a thromboembolic event with international normalized ratio (inr) at 1.5. The patient had recently had covid along with the flu. The covid infection was associated with inflammatory status and was known to be procoagulant. An echocardiogram showed an open foramen oval and over unloading of the ventricle. The patient was also known for regular venous thrombotic events, however it was not know if these occrrued while they were implanted with the left ventricular assist device. It was suspected that there must have been a venous thrombus absorbed by the pump. Intense coagulation therapy seemed to have resorbed the thrombi, and the pump speed was readjusted to appropriate values. The controller was probably exchanged due to flow being released to less than 0.5 lpm. The pump did not stop until the driveline was disconnected for the controller exchange. The pump functioned as expected in this case.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported vascular cerebral accident could not conclusively be established through this evaluation. Additionally, the reported event of suspected pump thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use; however, review of the submitted log files confirmed low flow alarms, lvad fault flags, and a transient increase in rotor noise that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. The submitted controller event log file captured a sudden decrease in estimated flow on (B)(6) 2023, resulting in a continuous low flow hazard alarm until the driveline was disconnected. Another controller event log file was submitted after a controller exchange that showed that the flow had recovered. The submitted left ventricular assist device (lvad) periodic log file also captured transient lvad fault flags and a transient increase in rotor noise. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with a material, such as a thrombus, being ingested into the pump and contacting the rotor. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists stroke and device thrombosis as adverse events that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus, as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Furthermore, the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The IFU and the patient handbook also describe all alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.